Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A med watch report number 4500510000-2008-8001 was received by mail from the FDA on april 28th 2008. The reporter stated that on (B) (6) 2008, prior to an magnetic resonance imaging procedure (MRI), an MRI technologist injected gadolinium contrast material, in error, into the ventriculostomy external drainage catheter and directly into the ventricles of the brain, rather than into a nearby intravenous (IV) access catheter. Approximately 17 cc's of gadolinium were injected and about 4 cc's aspirated back after the error was recognized. In an MRI and CT scan of the patient's brain on the same day, gadolinium was observed in the intraventricular and subarachnoid spaces. Cerebral edema and small amounts of hemorrhage were observed. The device was implanted after craniotomy for resection of a large colloid cyst. An IV catheter sited in the jugular vein was taped near to the port of the ventriculostomy catheter. It is reported that prior to the surgery, the pt had obstructive hydrocephalus.